Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported unable to prime the tubing set. The tubing set was to be used to deliver an unspecified medication. It was reported that during priming prior to pt use, the tubing set could not be primed. No specific details were provided. Though requested, no add'l info was provided including if the tubing set was replaced and the therapy was initiated.